Manufacturer narrative:
(B)(4). We received a hand-written copy of a medwatch filled by the account, however it does not contain a uf/importer report #.

Event description:
Procedure type: inguinal hernia repair/tep. Patient gender: unknown. According to the reporter: the dissection balloon detached from the trocar inside the pt. The peritoneum was torn. The entire device was retrieved from the cavity. A new device was used to complete the case. There was 1 hour delay reported. Tissue was reported to be damaged. No bleeding reported. Original procedure inguinal hernia repair/tep. Due to torn peritoneum procedure turned to a tap. Tap was unmanageable so the procedure was converted to open. It could not be reported if the peritoneum was torn with the 1st or 2nd device. Pt was discharged same day.